Manufacturer narrative:
According to the customer, on (B)(6) 2023, when drying himself in the shower chair the "legs bent" causing him to fall into the "shower door". The customer reported the fall caused him pain in his "right side". According to the customer, an emergency room physician diagnosed him with a "rib fracture" on (B)(6) 2023 by utilizing a "cat scan". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2023, when drying himself in the shower chair the "legs bent" causing him to fall into the "shower door".